Event description:
It was reported that ventricular lead impedance through device was 9999 ohms unipolar and bipolar. Lead impedance through analyzer was normal (850 ohms). Intermittent no output was also noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Preliminary testing confirmed the reported intermittent ventricular output. Further analysis indicated the intermittent output was the result of fractured staking epoxy dots within the feedthrough assembly.